Manufacturer narrative:
Follow-up #1: date of submission 12/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/28/2016 with the following findings: a review of the black box showed multiple loss of prime warnings with low non zero and zero force. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no alarms were emitted. Force calibration testing passed. The pump was opened to find no evidence of physical damage on the force sensor pins. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.